Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the cause of the "avoid" impedances was not determined. The patient was able to receive stimulation where she needed it. It was unknown whether the oor and "avoid" impedances were resolved, and the patient's weight was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that there was an out of regulation (oor) error on their tablet. It was noted that the patient¿s implantable neurostimulator (ins) was replaced on the day of the report. The rep stated that when they checked impedances while the patient was on the table, everything was fine. Now when testing impedances, they see that contacts 0 and 1 show ¿avoid.¿ the rep noted that they had a double-guarded cathode on 01234, and the patient could not feel stimulation when turned to 10 ma. The rep then tried 23 @ 8.4 ma, 300 usec, 40 hz, and 2530 ohms, which is when the oor appeared. Technical services reviewed avoiding the oor, checking all relevant impedances, and properly settings up the leads. No further complications were reported or anticipated.